Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five years and seven months post implant of this 34mm mitral annuloplasty band, it was explanted and replaced with a 29mm bioprosthetic valve. The reason for the intervention is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Added expiration date, added device manufacture date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.